Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a (vent-inop): pressure regulation high (error code 1009) and shut down. There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device, the se reported that the v60 ventilator displayed a (vent-inop): pressure regulation high (error code 1009) and shut down. The se tested the device in ventilation mode, and in less than one minute, a low-pressure error message (1009) appeared, and device shut down. It was determined that the device required a gas delivery system (gds) replacement. After replacing the gds replacement, the device was tested ventilation mode for several minutes without any errors. A full performance verification test was performed and was within specification. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.